Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the "hose had a bulge at the foot pedal connection, which was noticed during pre test". The product was not used in surgery. There were no injuries or medical intervention reported. No add'l info was provided.